Event description:
Subclavian occlusion due to chronic biotronik rv lead. Capped fractured biotronik rv on left side. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).